Manufacturer narrative:
There was an allegation from the customer regarding foot entrapment on the enterprise 8000x bed, which contributed to the serious injury (toe fracture). There was no indication of patient involvement. It was reported that the bin was stuck underneath the bed at one end, as per photographic evidence provided. There was an indication that the student, who was not wearing shoes in the workshop, was bending over the end of the bed with her feet near one of the bed castors. Due to the bin holding up the bed, the castor was slightly off the ground. When the bin gave way the castor landed on the student's toe, which contributed to the middle toe fracture. The evaluation of the claimed device did not reveal any malfunction. The instructions for use for enterprise 8000x bed (746-585-en) includes the following information related to the entrapment hazards: ¿keep your feet away from the areas below the side rails.¿ IFU also describes general warnings: ¿caregivers must be trained in the proper use of this product, its functions and controls, and any accessories¿. ¿when the bed is operated, make sure that obstacles. Do not restrict its movement¿. Based on the information gathered it is concluded that the several factors contributed to the reported event. The student was not wearing shoes when operating the device and the bed was held up at one end by a bin and it led to tilting of the device, which resulted in a serious injury sustained by the student. Arjo device did not failed to meet its performance specification since no malfunction was found. There was no indication that the device was used for a patient treatment when the event occurred. This complaint is deemed reportable due to allegation of entrapment which contributed to the serious injury.

Event description:
Arjo has been notified of an incident involving the enterprise 8000x bed. It was indicated that a student broke the middle toe. It was reported that the student was not wearing shoes in the workshop and placed the foot on the floor under the enterprise bed. The bed was slightly tilted and the bed castor was slightly above the ground. There was a bin under the bed which lifted the bed on the one side. The bed dropped onto her foot once the bin gave way. As a result, the student suffered a foot injury.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.